Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms and observed it at power up, determined to be caused by a failed motor (flex). The failed motor assembly was replaced.